Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one needle-suture piece outside its packaging that pertains to product code pdp334h was received for evaluation, upon visual inspection, the returned sample was evaluated. The strand was noted to be cut probably caused by a surgical instrument. In addition, damage was observed near the extreme that could be caused by a surgical instrument. As per the conditions of the returned sample, no functional test could be performed. The other section of the suture was not returned for analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/9/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: - please provide the lot number: not known as the or manager put only the suture on the winder in a bag without the foil, so no information about lot . Suture with winder has been sent to loc - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08696.

Event description:
It was reported that a patient underwent a fascial closure procedure in 2023 and suture was used. During fascial closure, two sutures had already torn for no apparent reason; with another one, the surgery had been continued and completed as planned. No patient harm nor significant delay reported. Additional information was requested.